Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed that the threshold had been increasing and was high, per the auto capture management trend. The auto lead diagnostics show the impedance was decreasing but it is within normal range.

Event description:
It was reported that the device ventricular capture management (vcm) feature adapted the right ventricular output to 5 volts (v), but in-office threshold testing showed a 0.25 v threshold. Performance data was collected from the device and analyzed and it was noted that about one month earlier, the right ventricular lead threshold had increased to 2.5 v from its baseline of 1-2 v. The rv lead impedance also decreased slowly, but is within normal range. No noise or oversensing was observed and further trouble-shooting with a surface electrogram (egm) was suggested. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient experienced fatigue and shortness of breath. Another in-office threshold test showed high threshold and there was low pacing impedance. The lead was capped and replaced and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 ipg, implanted (B)(6) 2014. (B)(4).